Event description:
On january 19, 2010, during device evaluation by baxter, the pump head module keypad-stop key was found to be defective. According to the hospital representative, no patient injury or medical intervention had been reported related to this device.this device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
Evaluation summary:the condition of a defective pump head module keypad-stop key was confirmed. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Upon review of the event history by a baxter engineer it was determined that the stop button worked however the open button did not. Clarification was obtained by baxter (B)(4) service on 7/8/10 that the open key is the only key that shows evidence of being inoperable. (B)(4).